Event description:
The customer reported that the live monitor went blank. The system displayed a message instructing the customer to reboot the system.

Manufacturer narrative:
(B)(4). The ge service rep spoke with the customer on the phone. The customer shut down the system, reseated the lemo connection, then rebooted the system. The system was fully functional. No service was performed on the system.